Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported two unconfirmed false negative results with the binaxnow covid-19 antigen self-test for two tests; one test performed on (B)(6) 2022, and one test performed on (B)(6) 2022 from the same lot number. This MFR. Report addresses test one (1) of two (2). The consumer reported an unconfirmed false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal swab. Additional testing was performed earlier in the same day (B)(6)2022) via ihealth covid-19 antigen test on an unknown sample type and generated a positive result. The consumer reported that she was asymptomatic at the time of testing. The consumer confirmed there was no harm due to the test results.

Event description:
The consumer reported two unconfirmed false negative results with the binaxnow covid-19 antigen self-test for two tests; one test performed on (B)(6) 2022, and one test performed on 12dec2022 from the same lot number. This MFR. Report addresses test one (1) of two (2). The consumer reported an unconfirmed false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal swab. Additional testing was performed earlier in the same day ((B)(6) 2022) via ihealth covid-19 antigen test on an unknown sample type and generated a positive result. The consumer reported that she was asymptomatic at the time of testing. The consumer confirmed there was no harm due to the test results. No additional information was reported.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 211573 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 211573, test base part number 195-430h / lot 208131. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 211573 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : single use; device discarded.